Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. It was discussed that during the inappropriate shock event, the patient was exercising with high heart rate and the device double counted the complexes and delivered inappropriate therapy due to small amplitude of the qrs. The device settings were reprogrammed to mitigate this behavior. In addition, x-ray imaging was performed and technical services (ts) discussed the connector block protrudes towards the head of the patient, which is not optimal as it could lead to stress on the electrode. It was also mentioned it is important to ensure the s-ICD is capable of converting an arrhythmia if this has not already been done during implant. The s-ICD remains in service. No additional adverse patient effects were reported.